Event description:
A caller reported experiencing cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts to reset their pump, and after the reset, the error code did not appear again, allowing the customer to successfully begin their sensor session.